Event description:
It was reported that customer experienced a cgm error during sensor use. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, error did not reappear, and customer successfully started new sensor session.